Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, the trunk connector was damaged. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force when the pt's monitor dropped to the ground. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that service code 204 appeared on his monitor screen when he powered up his device. He later stated that his monitor dropped and the electrode belt became partially disconnected from the monitor. The pt was issued a replacement electrode belt.